Manufacturer narrative:
E1. Full establishment name: (B)(6). The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6). Related patient identifier: (B)(6). Related patient identifier: (B)(6).

Event description:
It was reported, when the evis lucera elite video system was connected, and the power was turned on, a scope communication error b30 occurred on the screen and no images were displayed. Error code e216 was also displayed and the image flickered. The issue occurred during preparation for use for an unspecified diagnostic procedure. The doctor completed the procedure using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: e1 (phone number) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: image flickering based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image" was caused by a effect of fluid adhering to the scope jacket. The event can be detected by following the instructions for use which state: for error b30 and error e216, the following descriptions were checked in cv-290's instructions for use: coding: b30 error message: scope communication error cause: the electrical contact points at the scope-wires contain foreign bodies (such as chemical residue, water smudge, sebum, dust, or gauze bubbles). Code :e216 error message: reconnect the scope communication error e216 scope. Cause: the electrical contact points at the scope-jack are attached to foreign bodies (chemical residue, water smudge, sebum, dust, gauze bubbles, etc.). ·the following description was confirmed in the instruction manual of clv-290 on the liquid mark of the scope connector part. Connect the scope connector to the light source device in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the device with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction. Olympus will continue to monitor field performance for this device.